Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during patient care, the autopulse platform displayed a user advisory 34 (encoder failure) message upon power on. Customer attempted to power cycle (turn platform off then on) the platform, reseat the battery and the lifeband; however, the same message occurred. Customer then reverted to manual CPR (exact length of time not provided). The patient still had respirations and a pulse but was not awake or responding. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/26/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front cover was cracked. The physical damage found during visual inspection is not related to the reported event of a user advisory (ua) 34 (encoder failure) message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in april of 2008). A review of the archive was performed and the reported complaint of a ua 34 message was confirmed. The archive data shows that multiple ua 34 and ua 27 (encoder fault > 3000 rpm) messages occurred on the reported event date of (B)(6) 2014. Functional testing was not performed due to the observed ua 34 message. It was found that the encoder gearbox was defective. Based on the investigation, the parts identified for replacement are the encoder gearbox and the front cover. In summary, the reported complaint of a ua 34 message occurring was confirmed based on the archive review and upon functional testing. The root cause for the ua 27 and ua 34 faults was found to be due to the defective encoder gearbox. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the encoder gearbox and the front cover, the platform passed all testing criteria.